Event description:
The customer reported that the insulin pump was dropped in the toilet and exposed to water. The insulin pump alarmed button error. The customer's blood glucose was 348 mg/dl at the time the issue was reported. The customer treated with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Moisture damage was noted on the display board and on mother board. No moisture damage was noted on the motor assembly.